Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the quality control (qc) data and determined that all results were within the expected laboratory ranges. Patient samples are plasma and collected in plasma -separator tubes. The customer spins tubes in stat spin for 5 minutes and uses small sample containers (ssc) to run the patient sample(s) on the instrument. Maintenance of the heterogeneous immunoassay module (hm) was last performed on (B)(6) 2018. Siemens is investigating.

Event description:
Two discordant falsely elevated cardiac troponin I (ctni) results were obtained on a dimension xpand plus with hm instrument. The discordant results of the patient sample ID (identification number) (B)(6) were reported and questioned by the physician(s). The customer used the same patient sample, and a sample redraw to perform repeat testing on an alternate instrument. The repeat results were lower, and a corrected report was issued. The customer stated that repeat results were consistent with the patient history. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
Siemens filed the initial MDR on 04-september-2018. Additional information (24-september-2018): siemens has investigated the instrument data and identified the reagent (r2) probe failed system checks and a chem wash precision study was performed, by the customer and produced imprecise results. The siemens customer service engineer (cse) performed maintenance and reseated the r2 probe, realigned the r2 probe, and replaced the r2 fluidics. The instrument was tested, by the cse, and determined to be operational. The customer has not reported a recurrence since maintenance was performed. Siemens concluded that the potential cause for the discordant falsely elevated cardiac troponin I (ctni) results can be attributed to r2 probe misalignments. No further evaluation of the device is required.